Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing was seen on the right atrial (ra) and right ventricular (rv) leads. The leads remain in use. No patient complications have been reported as a result of this event.